Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a hole was in the catheter while using bd saf-t-intima¿ IV catheter safety system. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the patient was given intravenous infusion as advised by the doctor, and the indwelling needle puncture was given because it was a long-term static site. When the patient was punctured, blood was observed at 0.2-0.3cm after the needle was inserted, but before the needle core was withdrawn, blood was seen gushing out from the puncture point. Remove the needle and look. There's a tear in the transparent hose where we found the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was in the catheter while using bd saf-t-intima¿ IV catheter safety system. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the patient was given intravenous infusion as advised by the doctor, and the indwelling needle puncture was given because it was a long-term static site. When the patient was punctured, blood was observed at 0.2-0.3cm after the needle was inserted, but before the needle core was withdrawn, blood was seen gushing out from the puncture point. Remove the needle and look. There's a tear in the transparent hose where we found the needle."